Manufacturer narrative:
Gtin: (B)(4). Alleged failure: insufficient insulation; confirmed failure: cracked/peeling insulation at tip of shaft; probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported insulation at tip of shaft was cracked/peeling.